Event description:
There was no patient involved in this event. This device malfunctioned because the status indicator was flashing.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2008 and performed to specification up to (B)(6) 2009. The device failed a self-test on (B)(6) 2009. The software was upgraded from version 2.0.2 to 2.0.6 on (B)(6) 2010. The device then performs to specification until (B)(6) 2011. Multiple manual power ups are recorded on the device history log between (B)(6) 2011 and (B)(6) 2012, they were mainly of 10 minute durations. These continue until (B)(6) 2012 when the device recorded a low battery. Investigation did not confirm a fault with the device or any component in the device. The device switching itself on is a known symptom of a damaged or faulty membrane. Although in this event there was no fault measured on the membrane it is probable that damage has been caused to the membrane, which has affected the device causing it to switch itself on automatically. A device switching itself on automatically can cause premature depletion of the pad-paks (battery). The returned pad-pak from lot a1214 was found to be fully depleted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.